Event description:
The manufacturer received information alleging the touchscreen was damaged on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the third-party service technician did not provide any findings on the cause of the damage display for this device. In conclusion, the device's display screen was replaced to address the issue. Additionally, during the service of the device, the detachable battery pack, muffler assembly, and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The particle filter, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing were replaced for contamination unrelated to the reportable issue. The device passed all final testing.